Event description:
Literature: savoie ph. Lopez l. Simonin o. Et al. [Medium-term results (2 years) of radiofrequency (tuna) for lower urinary tract symptoms due to benign prostatic hyperplasia.] Prog urol. 2009; 19(7):501-6. Summary: this article presents the medium-term functional results of transurethral needle ablation to treat symptomatic benign prostatic hyperplasia (bph) resistant to medical treatment. Forty five pts were treated between 2002 and 2005, 27 were followed for more than 24 months. Pts were assessed preoperatively and then six and 24 months postoperatively. Reportable event: three pts required an additional treatment by facility between six and 24 months after the initial procedure. The initial treatment was considered to be a failure. See literature article with MFR report #3007566237-2009-07916.